Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the customer reported at least five complication cases with monocryl plus 4/0 (ref: (B)(4)): ¿ 2 cases of scar dehiscence. ¿ 1 case of a granuloma (1 cm × 1 cm, nearly as large as the original excised cyst). ¿ 2 severe inflammatory reactions. These events had never occurred before and required reoperation. The dermatologists had never seen this. Patient consequence: reoperations. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain follow-up information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Six product complaints have been created for this event: (B)(4). **if it is determined there are more than 6 patients involved, please create 1 additional product complaint for each new patient. For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Were there any precipitating patient stress factors for the wound dehis? Please describe any medical or surgical intervention required, including date and findings. Did the suture break post-op? If yes, where was the break in the suture noted? Please describe the appearance of the suture during the second procedure. Did this patient develop a granuloma? If yes, please confirm how many days post-op this was noted. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Are there any photos available?

Event description:
It was reported that a patient underwent a dermatology procedure on an unknown date and suture was used. Post-op, there were cases of disunity/scar dehiscence, granuloma (1 cm × 1 cm, nearly as large as the original excised cyst), and severe inflammatory reactions. The patient required re-operation. The dermatologist stated they had never seen this. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.